Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high lead impedance was observed. The out of range measurements have been observed since implant, but could not be reproduced in the clinic. The svc coil will be programmed out and dft testing will be performed.